Event description:
The 840 ventilator stopped cycling while in use on patient. The patient was not harmed or injured as a result of the event. The co customer support engineer (cse) verified the malfunction. The cse was not authorized to repair the ventilator. The status of the device is unknown as of this date.